Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Event description:
The event involved a 7.5" (19 cm) appx 0.31 ml, smallbore ext set w/remv microclave®, clamp, rotating luer where the customer reported that they had another IV extension set leak from a different box they just opened. The status of the product at the time of event was during injection of radioisotope. The medication leaking at the time of the event is saline. There was patient involvement and no adverse event.

Manufacturer narrative:
Investigation summary: two (2) used list# ms930 and one sodium chloride 0.9% 10ml syringe were returned for evaluation. As received, the clave from the used sample was separated and connected into the syringe and a visible crack on both female luer was observed. Complaint of IV extension set leak can be confirmed or replicated. The probable cause of the crack and subsequent leakage is due to a material issue on a vendor supplied part. A device history record lot review was performed and no discrepancies, anomalies or nonconformances were identified that might lead the condition reported by customer. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.